Event description:
The customer initially reported to olympus the distal cover fell off into the patient during a therapeutic ercp. The customer reported the distal cover was not located. The patient was not admitted to the hospital. It was unknown if the procedure was completed or if there was a surgical delay. The customer reported no patient harm. The customer responded to our request for additional information. The olympus was inspected prior to the procedure and no issues identified. No issues with the scope either. No anti-fog agents were applied to the scope lens. Lubricant gel was used at the beginning of the case for scope intubation. The distal cover was pulled on to confirm it was securely attached to the scope. The reported event occurred at the end of the procedure. The intended procedure was successfully completed. The surgeon inserted a gif scope to look for the missing cover. There was a procedural delay, unspecified time, while the surgeon switched scopes to look for the distal cover while the patient was under general anesthesia. The event is now a serious injury and reportable malfunction. This event includes two reports: (B)(6) : maj-2315, h221018. (B)(6) : tjf-q190v, 2022866. This is report 1 of 2 for (B)(6) : maj-2315, h221018.